Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock three days post-implant. Review of s-ICD data by boston scientific technical services confirmed air entrapment in the header causing oversensing of noise. The patient was admitted to the hospital and will be monitored until air can be reabsorbed. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific concludes this device oversensed artifacts after implant, which led to inappropriate shock delivery. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the <<nature of incident>> field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific determined the most likely root cause for the noise is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock three days post-implant. Review of s-ICD data by boston scientific technical services confirmed air entrapment in the header causing oversensing of noise. The patient was admitted to the hospital and will be monitored until air can be reabsorbed. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Please note: this correction MDR report is being submitted to update the text in the additional manufacturing narrative section. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific concludes this device oversensed artifacts after implant, which led to inappropriate shock delivery. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific determined the most likely root cause for the noise is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock three days post-implant. Review of s-ICD data by boston scientific technical services confirmed air entrapment in the header causing oversensing of noise. The patient was admitted to the hospital and will be monitored until air can be reabsorbed. The s-ICD remains in service. No additional adverse patient effects were reported.